Event description:
Event description guidant received information that this implantable transvenous defibrillation lead did not capture secondary to dislodgement. No adverse patient effects were reported.